Manufacturer narrative:
Patient information was unavailable from the site. The medtronic representative replaced the cables from thepolaris spectra system control unit (scu) to io hub and io hub to the computer. The representative switched between cranial and spin applications for approximately 2 hours and the issue was resolved. The suspect camera and cables were returned to the manufacturer and evaluation was completed. No fault was found on any of the parts. The polaris spectra system control unit (scu) was connected to a known good system and performed as expected. The cables were found to be in good condition and passed continuity testing with no opens or shorts detected. The cause of the reported issue could not be determined.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the localizer was not connected on the navigation system. When the site went to verify instruments after being on for approximately 1.5 hours, the system camera lost communication. The representative confirmed that three beeps were heard when powering on the system, indicating camera communication, however it takes longer for the camera to start cycling saying "camera not connected" on the verify instruments page. When it begins cycling it does so 6 more times and then seems to stop cycling and work properly. The site used another navigation system for the procedure. There was no delay to the procedure as a result of this issue and no impact on the patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the scu, usb communication cable and scu to io hub communication cables were replaced on the navigation system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
A manufacturer representative tested the navigation system. It was reported that the logs were verified and found that there are intermittent usb connection errors in the system logs. The port in which the camera is connected to is bad. A full system checkout was performed after part replacement and all tests passed.